Manufacturer narrative:
(B)(4). Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface with circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: recurrence of stenosis l4-5. For which patient underwent, posterior lumbar interbody fusion (plif) at l4-s. Intra-op, tip of obturator was broke. The product came in contact with the patient. There was no fragment remaining inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.